Event description:
Boston scientific crm received information that during this normal pacemaker replacement procedure, the physician experienced difficulty removing the set screws from the original device. The set screws were able to be loosened when applying mineral oil and using the 20 to 30 degree angle technique described in the sales source. It was noted that the right ventricular lead would not release from the header, however once the physician used a bone cutter to cut the back of the header, the lead was able to be released. There was no damage sustained to the lead. Both leads were successfully placed in the new device and the patient was sent home with no adverse events.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, pre-decontamination testing noted all set screws were free. The ventricular seal plugs were missing and the ventricular ring cap washer was bent as well as the tip. Additional testing performed noted an access error reset occurred, however this is normal. Visual inspection of the device header noted no anomalies. The header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding were found in both the inner and outer seals. Technicians also noted that both the ventricular capture washers were distended. This results from a setscrew being backed out too far and without a correct or working wrench. This causes the setscrew to stick in the capture washers. No further testing was performed.